Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen had a delayed response by about 15 to 30 seconds when entering the load screen and requesting a bolus. The user reported a blood glucose (bg) level of 41 mg/dl. Reportedly, the bg level may have been due to stress and an extended period of concentration; however, the user could not say definitively. The user addressed bg level with carbohydrates and reported a bg level of 150 mg/dl at the end of the report. It was confirmed that the user had an alternate method of insulin delivery available.